Manufacturer narrative:
(B)(4) evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported that the sheath was used for insertion into the patient's back directly into the kidney. There was feedback from the user that the cath lab sheath intro set used for this patient was from the recall (21-jan-2016). The patient was "down with high fever / infection of some kind. The user suspected this device contributed to the patient's current health condition. An update received from the distributor stated that the patient had recovered and was discharged. There is no mention of a leak from the sheath. The sheath was removed and not replaced. No issue with sheath during use.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the sheath was used for insertion into the patient's back directly into the kidney. There was feedback from the user that the cath lab sheath intro set used for this patient was from the recall (21-jan-2016). The patient was "down with high fever / infection of some kind. The user suspected this device contributed to the patient's current health condition. An update received from the distributor stated that the patient had recovered and was discharged. There is no mention of a leak from the sheath. The sheath was removed and not replaced. No issue with sheath during use.